Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that during interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD) a red warning screen was displayed on the programmer indicating a battery depletion (bd) error had occurred. The remaining longevity was 84%. Device data was submitted to technical services for review. Engineering evaluation was inconclusive as there was a gap in the available data between (B)(6) 2019 and (B)(6) 2020, but the most likely indication for the bd error is magnet application. (B)(6) 2019 showed several magnet applications for a total of 275 seconds and another in (B)(6) of that year for 300 seconds. Currently, the battery and charge time are well within normal limits. The device appears to be operating as programmed and expected. No adverse patient effects were reported. The device remains implanted and in service.